Manufacturer narrative:
(B)(6).

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer representative regarding a patient who received unknown morphine (30mg/ml, 5.495mg/day) in an implantable pump for unknown indication for use. The manufacturer representative was notified by the hcp that elective replacement indicator (eri) occurred with an unexpected date after a refill. During a refill on (B)(6) 2016, the logs indicated the eri was 11 months. During the (B)(6) 2017 refill, the logs indicated eri occurred on (B)(6) 2016. The pump was scheduled to be replaced on (B)(6) 2017. There was no known environmental/external/patient factors that may have led or contributed to the issue. No diagnostics/troubleshooting was performed. The status of the patient was stated to be alive and with no injury. The issue was considered ongoing. More information was going to be obtained from the hcp by (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.